Manufacturer narrative:
Product analysis conclusion; the reported ring detachment was confirmed on the films provided; however, the cause of the event could not be determined. Procedural angiograms showing deployment of the stent graft and the possible detachment of the fragment in real time were not provided for further analysis of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Correction to ed: it was reported that the device was not inspected prior to use. H6. Patient code corrected b5. Additional information received; it was reported the patients femoral artery access was 8-9mm in diameter. It was reported the device was delivered via a large 20fr sheath and there was no resistance noted while inserting the device a4: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis (photo) a photo received from the account showing the distal section of the device confirmed the deformation to the ro marker as seen on the returned device product analysis (device) device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the ro marker partially lifting at the tip of the graft cover. Visual inspection confirmed a section of the marker had detached. The ro marker protective sleeve was covering the marker as per specifications. Deformation was visible to the proximal end of the taper tip. The reported detachment was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 40mm aaa during the index procedure it was reported, after deployment of the main body device, it was found that some metal material fell off the stent delivery system, the material fell to the inner and distal end of the patient's iliac and it was unable to be retrieved from the body. When removing the delivery system, it was found that the proximal metal ring of the system was incomplete and missing. After replaying the film before the deployment, it was found that there was a crack in the delivery system when it entered the body. It was reported that no damage was noticed on the device before use. Superficially, the patient had no adverse reactions. But it is unknown whether there was thrombosis on the metal residue per the physician, the cause of the event was due to a product quality issue. It was reported the physician had implanted more than a thousand stents and has never encountered such a situation. No additional clinical sequalae were reported and the patient will be monitored.